Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit was being used in conjunction with the non-medtronic robotic surgical system. The unit automatically generated energy to the fenestrated bipolar forceps that was in the robotic surgical system arm 2. The patient had thermal injury to portion of small bowel. Exploratory laparotomy and small bowel resection to resect area of thermal injury was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit was being used in conjunction with a different robotic surgical system. The unit automatically generated energy to a different fenestrated bipolar forceps that was in the non-medtronic robotic surgical system arm 2. The patient had thermal injury to portion of small bowel. Exploratory laparotomy and small bowel resection to resect area of thermal injury was done. One bipolar cable and a return electrode monitoring (rem) pad were received which were also used during the event but without any issue.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. External inspection found normal wear and a scratch on the second and third displays not affecting functionality. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure was found during the investigation that did not cause or contribute to the reported condition. The investigation identified the cause of the reported event to be the steering relay board. The steering relay board was replaced to address the condition. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during elective robotic assisted resection of pelvic mass, the unit was being used in conjunction with the non-medtronic robotic surgical system. The unit automatically generated energy to the non-medtronic fenestrated bipolar forceps that was in the non-medtronic robotic surgical system arm 2. The patient had internal thermal injury to portion of small bowel. Exploratory laparotomy and small bowel resection to resect area of thermal injury was done. One bipolar cable and a rem pad were received which were also used during the event but without any issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was used when the patient was burned.